Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a peak blood glucose around 400 mg/dl, after dinner when automated corrections began but subsequently stopped because the system could no longer deliver insulin due to depleted supplies; dosing resumed and glucose declined after the user changed supplies, and the device had alerted for high glucose. Customer care provided assistance that included review of device-reported dosing behavior, user report, and troubleshooting with the user. Investigation of this case revealed prolonged hyperglycemia associated with interruption of insulin delivery due to empty or unavailable insulin supplies. No clinical symptoms reported. Outcomes included no medical intervention. It was concluded that the event was related to interrupted insulin delivery from depleted supplies, user education was provided regarding timely response to alerts and supply changes, and continued ilet use without reverting to alternative therapy was appropriate.